Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was replaced due to normal battery depletion on (B)(6) 2018. The patient now had a new ins, two leads, and an extension. Prior to the ins change, program 1 showed impedance greater than 4000 ohms. Now with electrode impedance testing, using reference 0 contact 3 showed greater than 10000 ohms, and using reference 3 all contacts showed greater than 10000 ohms. The rest were within normal limits. It was noted that this was a normal reprogramming. No symptoms were reported. Refer to MFR report #3004209178-2018-25036 for the report of this event related to the ins implanted on (B)(6) 2018.